Event description:
Complainant alleged that the clinician was performing a cardioversion on a male pt (age unknown), using the device with a multi-function cable and multi-function electrodes. One shock was successfully administered at 15o joules, but on the second and third attempt to deliver 150 joule shocks, the clinician rec'd a "shorted discharge" error message on the device screen and the device did not discharge. The clinician then obtained the device paddles and successfully shocked the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.